Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 84,794 joules. No injury was reported. An examination, conducted by an american medical systems quality engineer, disclosed that the cap region had burned and/ or melted. The cap remained intact and attached.

Manufacturer narrative:
A failure analysis report was generated by an american medical systems quality engineer. The examination disclosed that the fiber cap region had burned and/or melted. The shrink tube and fiber jacket may have also burned. The cap remained attached and intact. The examination also disclosed that the cap generally exhibited some or all of char, devitrification, crater and melted glass. The device failure was associated with a lack of cooling. The 2090 fiber endures a higher power, has a reflective cap area, and may be subjected to more heat, especially if cooling is blocked by tissue contact. Tissue contact creates char which further insulates the cap from cooling and increases heat by absorbing energy. The heat contributes to devitrification and associated weakening of the glass, making it subject to breakage from melting or mechanical or thermal stress. Glue burning increases pressure in the cap. Energy reflected back at the fiber cap from a scope, seed, stone or otherwise may have contributed to and/or created any melting in the crater area of the fiber cap. The root cause of the device failure was determined to be heat accumulation. No pt injury was reported. The product labeling (product insert 0127-1410) warns of possible cap detachment and instructions for retrieving.